Manufacturer narrative:
Pc-(B)(4). Batch #: v7028j. Additional information was requested and the following was obtained: "tighten assembly" was displayed. ·it was unknown where the bleeding occurred from. It is not sure that the harmonic device was touched, or the forceps touched the bleeding site. The oozing kept occurred. And as for damage of the duodenum, it is unsure that what device touched and damaged the duodenum. The operation time was prolonged drastically. (It was an operation scheduled for 8 hours. It was started in the morning and the patient transported to the academic medical center at around 0:00 a.m.) At first, the surgeon would take out kidney and ureter from the patient, but the surgeon could not cut. Duodenal injury and the severe bleeding were occurred. Bleeding point cannot be identified the patient was transported to the academic medical center by hemostasis with gauze packing. Angiography was performed and the bleeding point was identified. The surgeon had stopped the bleeding. The kidney could not be resected finally. The comment of the surgeon: it was the hardest case ever because of the strong adhesions: there is no problem with the current patient's condition. What was the source of the bleeding? =>the suregon didn't know the bleeding point was the device used in the area of the bleeding source? => yes, the device was used for peeling off the adipose tissue around kidney. What was the approximate blood loss? =>we was not able to confirm the information. How was the bleeding addressed? =>the surgeon packed the bleeding by gauze and then the patient transfereed to another hospital. Angiography was performed and the bleeding point was found. How was the duodenum damaged was addressed? =>we was not able to confirm the information. Does the healthcare professional believe the bleeding and/or the damaged duodenum was caused by a deficiency with the device? =>the surgeon said the bleeding was caused by touching the device or other forceps ans so on. Anyway, the bleeding point was not confirmed so there was no root cause by bleeding. Was the patient¿s post op care altered in any as a result with the difficulties of the device? If so, how? =>the patient's is post op care was changed. In fact, the estimated operation time is 8 hours, but it took more than 12 hours before the patient transferred to another hospital. In addition, the kidney and ureter could not be resected by intraoperative complications. However, we don't know these incidents was related to the difficulties of the device." Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. Due to the condition of the returned device, we were unable to test for the reported tissue effect issues. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic nephrectomy, an unknown error occurred. The device became not to function suddenly after the device was used for 1.5 hour when peeling off the adipose tissue around kidney. Severe bleeding occurred. Nurse commented that the device was not contributing factors to event, there was a problem with the procedure. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. No further information is available.